Manufacturer narrative:
Follow-up #1: date of submission (B)(4) 2014. Device evaluation: the device has been returned and evaluated by product analysis on (B)(4) 2014 with the following findings: no defect was found. Unable to duplicate the complaint. The pump history shows several manual suspends and manual resumes from (B)(4). Daily insulin delivery totals correctly reflect user's programmed basal rates. No activity outside normal use observed in the alarm history. A delivery accuracy test was successfully completed. Pump found to be delivering accurately and within required range. Returned battery cap and returned cartridge cap used to complete testing. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2014, the reporter contacted animas and alleged a history/settings issue with the pump. The patient had a blood glucose of 500 mg/dl with moderate ketones, but received no unusual treatment. During troubleshooting, customer support found that the basal history did not match the active basal program and advised the patient to discontinue pump use. This complaint is being reported due to the unresolved discrepancy in the basal history, and due to the hyperglycemia.